Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 104) was confirmed. The evaluation of the monitor confirmed the service code 104 in the patient flag files and was able to be duplicated. There was contamination found on j101 of the ca board and the sd card. The monitor was unable to pass detect and treat testing due to the liquid contamination. The root cause of the contamination of an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104.